Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. The transmission revealed that the right ventricular lead exhibited noise. The lead was explanted and replaced on (B)(6) 2015. The patient was stable.

Manufacturer narrative:
Analysis description: final analysis found that the insulation was abraded at 15.3 cm to 15.6 cm from the connector pin, which exposed the inner/outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely contributed to the reported noise.